Manufacturer narrative:
The device history record review revealed no issues associated with this lot that were deemed related to the issue under investigation.the investigation is in progress and any additional information will be provided in an MDR supplemental follow-up report.

Event description:
On the (B)(6) 2022 a veryan representative was made aware that following implantation of a biomimics 3d stent 6.0 x 60mm in the distal sfa (superficial femoral artery) to proximal popliteal artery a stent fracture was observed on the control angiographic imaging. A second stent was placed in order to reline the initially placed 6 x 60mm stent. The physician is uncertain if the stent fracture is related to the device. There was no impact for the patient.

Manufacturer narrative:
The investigation on this complaint has been finalised. A summary of the investigation is provided below: device history record (DHR) review: a detailed review of all the lot history records relating to the relevant stent and delivery system lots identified no issues that were deemed related to the complaint investigation. The reported device was not returned as it remains implanted. Two images were received from the site. The images provided to the investigation team were not the original angiographic images. They were taken via smartphone and provided to the investigation team. The site had confirmed that the original angiographic images would not be provided. The first image was taken directly after the stent deployment. The stent had just been deployed. All twenty (20) crowns were deployed and no issue with the stent can be seen at this stage. The second image provided was taken some time after deployment of the bm3d device. It shows a distorted stent pattern at the proximal end. The six (6) most proximal crowns appear elongated and distorted. The images reviewed were taken at the implantation procedure and it was unknown how much time had passed between taking the two images, though they were taken a short time apart within the same procedure. Additionally, the site confirmed that post-dilation of the stent was done via balloon angioplasty but it was not confirmed if this had been performed between the taking of the two images. As the raw angiographic image files of the case were not provided by the site, the investigation has found no evidence of a stent fracture. From what information was provided, it was confirmed that the biomimics 3d stent did have stent elongation and pattern distortion following a successful deployment. The root cause was not confirmed but based on a review of the images received, it is possible that the balloon angioplasty step may have been the cause of the distorted stent pattern seen in this case, as the images confirm that the crowns of the stent deployed successfully but also show distortion and elongation at the proximal end of the stent. The noted elongation is in the direction that the post-dilation balloon device would have been moved during its removal after use. The complaint was categorised as "distorted stent pattern" with a cause category of "user" and "unknown" assigned. Sections b.5., b.7. And h.6. Have been updated to align with the completion of the investigation and additional information received from the site.

Event description:
On the 16-aug-22 a veryan representative was made aware that following implantation of a biomimics 3d stent 6.0 x 60mm in the distal sfa (superficial femoral artery) to proximal popliteal artery a stent fracture was observed on the control angiographic imaging. The approach used was ipsilateral via a 6fr access sheath. Balloon angioplasty was used to prepare the target lesion and multiple dilations were used prior to implantation of bm3d. The vessel was reported as having no occlusion but there was a medium level of calcification present. There was no resistance experienced by the physician on advancement of the delivery system (ds) to the target site. The stent was deployed successfully. Upon completion of the deployment, the bm3d stent was observed to have a distortion. The physician believed a stent fracture was present. A post dilation of the stent was conducted and the stent was relined by implanting a competitor stent within the bm3d stent. This was successfully done with no impact to the patient.